Event description:
It was reported that the patient with this neurostimulator is experiencing pain and discomfort and has shingles. The patient visited the emergency room on (B)(6) 2025, and was diagnosed with shingles, which is over the implant site area. The pain is near the patient's perineal area, and stimulation to the device has been turned off. The patient has an appointment coming up with their implanting physician to discuss further and determine next steps. The patient's therapy was turned back on (B)(6) 2025 and presented no symptom relief. The patient is going through 3-4 pads per day, and currently presents on p1l3. The representative helped the patient switch programming to p2l3 and felt the stimulation in the appropriate area. With the patient's shingles outbreak reported about 3 weeks ago, the patient has since received medical management and given antiviral medication and steroids. The patient also has a blister on same side as their implant battery hip area, but not directly over the battery site area. There were no additional patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006. Supplemental record is being submitted for the product investigation conclusion and coding: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on this investigation, the investigation conclusion code of 'known inherent risk of device' was chosen as the allegations relate to "discomfort" and "pain" which are addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with this neurostimulator was experiencing pain and discomfort and has shingles. The patient visited the emergency room on (B)(6) 2025, and was diagnosed with shingles, which is over the implant site area. The pain is near the patient's perineal area, and stimulation to the device has been turned off. The patient has an appointment coming up with their implanting physician to discuss further and determine next steps. The patient's therapy was turned back on (B)(6) 2025 and presented no symptom relief. The patient is going through 3-4 pads per day, and currently presents on p1l3. The representative helped the patient switch programming to p2l3 and felt the stimulation in the appropriate area. With the patient's shingles outbreak reported about 3 weeks ago, the patient has since received medical management and given antiviral medication and steroids. The patient also has a blister on same side as their implant battery hip area, but not directly over the battery site area. There were no additional patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006.